Manufacturer narrative:
(B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi: 2002 - dor: 2006. Patient is a resident of (B)(6). Update (B)(6) 2013) - patient fact sheet was received. The doi and dor have been updated. There is no new information that would change the outcome of the investigation. Update (B)(6) 2019 (B)(4) has been re-opened due to receipt of pcf and medical records. After review of medical records patient was revised to addressed intact acetabular shell and femoral component with marked synovitis right hip, soft tissue degradation. Xrays showed evidence of some progressive osteolysis in the medial wall of the acetabulum, probable of microscopic loosening of the femoral component as per symptoms, tense synovial effusion was encountered. Operative notes indicated upon opening the extensor mechanism, the capsule itself appeared to be tense, a large amount of fluid which appeared to be under pressure, some fibrous and soft tissue type debris scattered throughout it. There was quite a bit corrosion around the taper of the femoral component and there where small amounts of plastic like lining that could be related to fibrous type debris. Added account name, law firm, lawyer, surgeon, medical history, date of implant, stem and product details of liner and head. Corrected date of revision. Doi: (B)(6) 2002, dor: (B)(6) 2004 right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.